Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they were having difficulty using the right hand control with arm3. The user mentioned that the wrist angle of the instrument was stuck at a 90-degree angle, and the surgeon struggled with it throughout the procedure, even after reseating the sterile adapter. The user continued and completed with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was reported that the universal surgical manipulator (usm)3 or arm 3 displayed non-intuitive movement during the procedure, specifically with the instrument¿s wrist automatically flexing downward toward 4 o¿clock and persistent resistance to movement throughout the case. The reporter confirmed that, aside from this resistance, the mcs instrument opened and closed properly. The wrist issue was managed by continuing with the instrument in its current state, as it remained sufficiently functional to complete the case despite the difficulty. Removal of the instrument was carried out as usual, without increasing the port incision, and no damaged or broken cables were observed, although a detailed inspection was not conducted.